Event description:
It was reported to philips that the device has turned to a red cross with error code and the functional test no longer passes. Device is use for monitoring and there's no reported patient harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating the need for assistance with the system testing. Per the rse request the device was delivered to the repair facility for the technical troubleshooting/repair. The bench repair engineer evaluated the device. It was determined that this was a malfunction of the therapy pca which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy pca. The reported problem was confirmed. The bench repair engineer replaced the therapy pca to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.